Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, the tip of the imager ii detached. It is unk how the procedure was completed. It is unk if any pt complications occurred. The pt's status is unk. Add'l info has been requested but is not available.